Event description:
The investigator states that the aneurysm of the left hypogastric artery was due to disease progression and event not device or procedure related. The physician implanted a stent graft extension to the external iliac artery that connected with the previously-implanted stent graft.

Manufacturer narrative:
(B)(4).

Event description:
The investigator assessed that the event was unrelated to the device or study procedure.

Event description:
An endurant stent graft system and an unknown endurant stent graft were implanted for the endovascular treatment of a 7.3 cm diameter abdominal aortic aneurysm. The proximal aorta was 24 mm in diameter and 50 mm in length, with an angulation of 90 degrees. The distal aorta was 19 mm in diameter. The right iliac artery was 16 mm in diameter and the left iliac artery was 15 mm in diameter. The right femoral artery was 13 mm in diameter and the left femoral artery was 15 mm in diameter. The right and left iliac arteries were mildly tortuous with 1% and 2% stenosis, respectively. The circumferential aortic mural thrombus/calcification at the proximal neck was 0%. It was reported that the patient was hospitalized for an aneurysm of the left hypogastric artery. The investigator assessment stated that the event was related to the study device, however, it was not related to the study procedure. A stent graft was placed. No clinical sequelae were reported and the patient is fine.